Event description:
It was reported at the end of a pulmonary vein isolation (pvi) procedure at around 3:30pm, the patient¿s systolic blood pressure was around 40mmhg and the blood pressure kept going down to 30mmhg. CPR commenced and the resuscitation team got called in. CPR was performed for 30-40 mins and a representative came out of room at that time. She was informed that an ECMO (a pulmonary bypass machine) was used during resuscitation and regardless of the intervention done, the patient passed away. Time of death was around 5:00pm. An ultrasound was performed but there were no signs of a tamponade. No other complications were experienced during the procedure. The patient was known to be a heavy smoker. Upon request, the bwi field representative provided additional information on the event. The causality of the adverse event was unrelated to the procedure or the device according to the physician.

Manufacturer narrative:
Upon request, the physician provided additional information on this event on (B)(6) 2013. The physician¿s opinion about the patient¿s cause of death was unknown as currently it was thought to be due to severe unknown pre-existing coronary artery disease. The physician did not notice any abnormal signs during the ablation procedure nor any problem or malfunction of any bwi¿s products/equipments that could potentially contribute to the patient death. The patient had a moderate left ventricular dysfunction and a smoking related lung disease. There was no post-mortem as it was not approved by the family. (B)(4).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: lasso sas catheter, model #: d-1312-01-s, lot #:unknown_d-1312-01-s; webster 10 pole catheter, model #:d-1079-230-s, lot #: unknown_d-1079-230-s; carto 3 system, model #:m-4800-01, serial #: (B)(4).